Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the device data and recommended monitoring the lead and shock configuration. The rv lead remains in service. No adverse patient effects were reported. Information was subsequently received that this lead was explanted and replaced with a non-boston scientific lead. Other than the surgical intervention no additional adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the device data and recommended monitoring the lead and shock configuration. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.